Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the battery compartment was damaged. The patient changed the battery but a piece of the battery compartment broke off. When the customer successfully reinserted the battery the insulin pump alarmed failed battery test. The patient's blood glucose at the time of incident is unknown. During troubleshooting the customer could not confirm how the damage initially occurred. Further troubleshooting did not occur for the failed battery test alarm. The customer was advised to discontinue usage of the insulin pump and revert to their medically prescribed back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with all operating currents within spec and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected failed battery test alarm noted during testing. The insulin pump had minor scratched lcd window, broken battery tube threads, cracked reservoir tube lip and stained end cap sticker. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.